Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The event was reproduced but confirmed that the videoscope met its specifications. However, the information on breakage of the biopsy valve was confirmed from a separate investigation. Based on the results of the investigation, since breakage of the biopsy valve was confirmed, it was presumed that a part of the broken valve fell into the patient. Since the actual foreign material was not analyzed, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The following patient identifiers are linked: (B)(6). E1-facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a respiratory endoscopy procedure using the guide sheath, biopsy valve, and bronchovideoscope, a black foreign material was observed to fall into the patient's trachea under the endoscopic image when the subject guide sheath kit was pushed out of the bronchovideoscope's forceps channel. It took about 40 minutes while attempting to retrieve the foreign material while pulling out the guide sheath and applying suction but it was reported that they lost sight of it when brought it to the pharynx. The procedure was then completed with a similar device. Additional information was received indicated that the foreign material seemed to have been removed from the trachea. There were no further reports of patient harm.